Event description:
The pt was being transferred from the bed to a wheelchair with a floor lift. After the pt was positioned in the sling, the caregiver pulled the device backwards, and during this procedure, a pin that connects the left to the base came loose and partially popped out. This caused the lift to jerk or tilt sideways. The second caregiver, who was assisting in the transfer, was pinned against the wall as she was guiding the pt by holding onto the sling. A third staff member then assisted a safe transfer of the pt back to the bed. The second caregiver injured her back, but there were no details released about possible treatment given, beside she took off of work for 10 days.

Manufacturer narrative:
This report is being filed under (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.